Manufacturer narrative:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) was already swollen before entering the body. The sealant was swollen but still in the sleeve. There were no damages to the sealant sleeve. The procedure was completed using another unknown mynx device. There was no reported patient injury. The user is mynx certified. A 5f non-cordis sheath was used. A non-sterile mynx control vcd 5f was returned for investigation. Per visual analysis, the unit was thoroughly inspected observing that buttons 1 and 2 were not depressed. The stopcock was set in the open position. The sealant remained in the manufactured position and was prematurely exposed. No damages were observed to the atraumatic wire. In addition, the sealant sleeves were found damaged, a kink was found. The procedural sheath was not returned for analysis. No other outstanding details were noticed. Per microscopic analysis, the sealant sleeve was inspected under a vision system to obtain a magnified image, and a kinked condition was found with the outer sleeve. The reported event of ¿sealant-damaged¿ was not confirmed due to the technical definition of damage; however, the reported condition of the swollen sealant was confirmed through analysis of the returned device. Additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the kinked sealant sleeves. The exact cause of the observed condition could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as excessive force during insertion and/or incorrect insertion angle), and/or the condition of the sheath (although not returned) possibly contributed to the kinked condition of the sealant sleeves, and the subsequent premature exposure/swelling of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the instructions for use (IFU) displaying the sealant sleeve with slit. If the outer sleeve is damaged/kinked during prepping phase and/or insertion into sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures observed could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the sealant of a 5f mynx control vascular closure device (vcd) was already swollen before entering the body. The sealant was stollen but still in the sleeve. There were no damages to the sealant sleeve. The procedure was completed using another unknown mynx device. There was no reported patient injury. The user is mynx certified. A 5f non cordis sheath was used. The device will be returned for evaluation. Addendum: product analysis demontrates that the sealant remained in the manufacturing position and was prematurely exposed.